Manufacturer narrative:
(B)(4). Complaint device was returned to dexcom and evaluated. The reported failure was not confirmed and no failure detected.

Manufacturer narrative:
(B)(4). Complaint device was returned to dexcom and evaluated. The reported failure was not confirmed and no failure detected.

Event description:
The patient contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013, he fainted due to extremely high blood glucose. The patient reported that he did not hear the alerts or feel the vibration of the receiver. The patient was found passed out while driving in late afternoon/early evening (approximately 3-5 pm). Paramedics were called and he was taken to the hospital where he was administered an insulin and IV drip. While in the hospital, the patient also experienced a low and fainted. Dexcom technical support concluded that the device was operating properly when tested.